Event description:
As initially reported to customer relations: global clinical number: MDR-20102. Title of clinical study: zilver 635 biliary stent (zilbs) final report. Device name: zilver 635 biliary stent (zilbs). The primary aim of this post-market clinical follow-up (pmcf) study is to confirm the performance and safety of the biliary stent and to assess if the benefit-risk ratio remains favourable. This was a retrospective, observational, multi-center, post-market study that collected data from existing databases (e.g., medical records, patient charts) for consecutive patients who underwent stent placement with the zilver 635 stent from calendar year 2014 through 2019 at participating clinical sites in the united states of america (USA). A total of 136 patient datasets were entered into the study database and are included in this final report. A total of 170 biliary stents were placed or attempted to be placed in 136 patients. Most patients received one stent (79.4%,108/136). The most frequently used stents were the zilbs-635-10-8 (69 stents). This complaint was opened to capture identified off-label use of the biliary stent; non-malignant indication - pancreatic mass (benign) (one patient off-label (non-malignant indication (benign pancreatic mass)) has reported nine recurrent biliary obstructions) 1/136. Inability to pass wire guide or stent delivery system through the obstructed area 1/136.

Manufacturer narrative:
PMA/510(k) #k163018. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Manufacturer narrative:
PMA/510(k)#: k163018. Device evaluation: it is unknown how the device will function outside of its intended use. As the device was used outside of their validated state and/or against the instructions provided in the IFU, it is not possible to predict how the devices will perform or function. The device evaluation could not be completed as the device or photographic evidence of the device was not returned for evaluation. With the information provided, a document-based investigation was conducted. This file is related to (B)(4), and it was created from the attached post market study complaint form. Manufacturing records review prior to distribution all zilbs-devices are subjected to a visual inspection and functional inspection to ensure device integrity. Manufacturing records review could not be completed as the lot number is unknown. Instructions for use and label it should be noted that the instructions for use (ifu0065) states the following: ¿intended use this device is used in the palliation of malignant neoplasms in the biliary tree.¿ the IFU also states: contraindications: inability to pass the wire guide or stent delivery system through the obstructed area.¿ there is evidence to suggest the user did not follow the IFU or label. Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause of off label use was determined. It is known from the information provided that the device was used in a patient with a non-malignant indication - benign pancreatic mass. It is also known that the device was used despite an inability to pass wire guide or stent delivery system through the obstructed area. It is unknown how the device will function outside of its intended use. As the device was used outside of their validated state and/or against the instructions provided in the IFU, it is not possible to predict how the devices will perform or function. Confirmation of complaint: complaint is confirmed based on customer testimony and/or rep testimony. Summary of investigation: the complaint was raised via a post-market clinical follow-up (pmcf) study. Confirmed quantity of (B)(4) devices, confirmed used. According to the initial reporter, there is no information as to patient outcomes. Investigation findings conclude a definitive root cause of off label use was determined. Using the device in a patient with a non-malignant indication - benign pancreatic mass and use of the device despite an inability to pass wire guide or stent delivery system through the obstructed area is considered off label use and we cannot determine how the devices will perform outside of their validated state. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 05-sep-2024.